Event description:
When the district manager was visiting this facility, a physician inadvertently told him of an event that had occurred, date unknown. Information was provided that the wayne pneumothorax catheter was inserted by another physician incorrectly. The catheter was positioned in a way that did some damage to the patients internal organ. The patient had to have an additional procedure done by the reporting physician, unknown what damage or additional procedure was performed. Information regarding patient condition is unknown at this time.

Manufacturer narrative:
Expiration date: unknown as lot is unknown. (B)(4). Date of manufacture is unknown as lot is unknown. No product was returned to assist in the investigation. Per quality control specification, the correct specified length of catheter and placement of markers is confirmed and the markers are verified to be legible and free of excessive chipped places. It is also confirmed that curve is correct size and will regain its proper shape when the checker assembly is retracted. Product is shipped with an IFU, which states under instructions for use step 8: "advance the catheter over the wire guide into the pleural cavity to the desired depth. Depth may be guided bt the 2.5 cm markings on the catheter. The first mark begins 5 cm from the last sidehole." / step 10: "confirm catheter placement by valve movement and fluoroscopic or roentgenographic verification." During investigation, a review of complaint history, review of IFU, and review of qc was performed. Inconclusive on how the device led to the failure mode, but it is possible that the instructions for use were not followed. The appropriate personnel have been notified and we will continue to monitor for similar complaints. We will continue to monitor for similar complaints.